Event description:
The customer reported that the system's rotational lock was not holding.

Manufacturer narrative:
The ge rep adjusted the system by locking tightness on the articulating arm. System is working as intended.